Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dead. Customer's blood glucose level was high and it was 357 mg/dl. Customer treated it with manual injections. Customer decline to troubleshooting for high blood glucose level. Customer had insulin pump with no power , meter and transmitter information was deleted from insulin pump, customer was assisted with reprogramming information back into insulin pump. The insulin pump will not be returned for analysis.